Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the returned battery cap was used to perform investigation. The text on the display was found to be dim, faded and pink. Unrelated to the complaint, there was damage found to the battery cap and the threads were torn. The battery cap does was unable to tightly secure to the pump. The pump was able to maintain electrical contact to perform investigation. A test battery cap was used to complete testing. There was no damage found to battery compartment threads.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.